Event description:
Beckman coulter inc( bec) japan reported receiving trance klean diluted which leaked through the cap. The manual and label were wet due to the leak. The bottle was not damaged. The operator was wearing ppe during the event. No injury or exposure was reported.

Manufacturer narrative:
The cap was loose on the reagent bottle. No additional information was provided. (B)(4).